Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer repeatedly failed during medication retrieval attempts, requiring multiple recoveries to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 in the main unit had failed, was not recovering, and was not detected on the communication bus. The field service engineer (fse) visually inspected the drawer from the rear and observed that all indicator lights were illuminated, indicating normal operation. The fse re-seated the row board cable at the drawer controller header and all tray headers. The fse verified operation using the hardware test application and performed final testing. The fse also confirmed user access through the medication application and validated inventory count successfully. The system functioned as intended after field service engineer repaired the device.